Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the atrial lead exhibited loss of capture. X-ray imaging was performed and the atrial lead was found to be dislodged. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. As received, a complete lead was returned in piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. Electrical testing and x-ray examination found no anomalies.